Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspections were performed, and the reported balloon tear was unable to be confirmed as the balloon was able to hold pressure without any tears noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon tear. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use and upon inspection of a 2.0x20mm mini trek balloon dilatation catheter, it was noted that there was a tear on the balloon. The device was not used and there was no patient involvement. Another mini trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.